Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act buttons does not respond properly and the time of bolus stopped alarm being display. The customer stated that they cannot clear the alarm and cannot see the time on the screen. The patient was advised to insert fresh battery. The customer cannot continue to troubleshoot in time of call. The customer will be contacted at 14:00 hour.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)